Event description:
A consumer reported eye pain following use of this product. She reported she discontinued use of her contact lenses and visited the doctor who gave her eye drops. On (B)(6) 2012, the optometrist reported a diagnosis of keratitis with corneal edema and subepithelial infiltrates. He reported the pt discontinued use of the product and was given antibiotic drops. He reported the event lasted seven days and resolved with treatment.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined. Additional info was requested on 01/03/2012 by phone, fax, and mail. A completed questionnaire was received from the optometrist on 01/17/2012. (B)(4).